Event description:
It was reported that a preloaded toric monofocal intraocular lens (iol) was explanted from the patient's left eye and another johnson & johnson lens, model diu150 18.0 diopter was successfully implanted as a replacement due to residual astigmatism and decreased visual acuity. There was no vitrectomy, incision enlargement, or sutures required. The visual acuity decrease measurements: pre-operatively (op) surgery (sx): 20/30, post-op surgery: 20/80-2, post-op after iol replacement 20/20. The residual astigmatism prescription reported: pre-op sx: -0.75 +0.75 x 24 (no ar provided) post iol replacement: -1.00 -0.50 x 135 (20/20). There was no patient injury and patient is doing good post-operatively. The lens is not available for return. No other information was provided.

Manufacturer narrative:
Section a4/a5: unknown/asked but unavailable (asku). Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it is not available for return; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect: clinical code: 2138 unexpected postop refraction, 2138 visual acuity decreased. An attempt has been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.